Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The power button was stuck intermittently, and the harness switch was found to be faulty. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the power button on the light source when pressed "will stay on but will not say on." The issue was found during maintenance. There were no reports of patient involvement.